Event description:
Healthcare professional reported that during injection with "less than 1 syringe" of juvederm ultra plus xc in the lips, the patient developed a vascular occlusion in the left lower lip. Patient was treated with two injections of hyaluronidase, warm compress, and nitropaste. After the treatment, the patient developed a hematoma. Patient was seen by another physician at the facility the following day, who noted "slight opaque coloring sheath over hematoma," and stated that "tissue is healing and without evidence of occlusion." Patient was seen again on a later date "without scarring or hematoma. Good capillary return." Symptoms have resolved.

Manufacturer narrative:
(B)(4). The events of vascular occlusion, hematoma and "slight opaque coloring sheath" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.